Event description:
It was reported that the patient therapy strength was decreasing on it own. Patient therapy was off. Impedance check revealed high impedance on the thoracic lead. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored post operation.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.